Manufacturer narrative:
New information: describe event or problem: this is a follow up to report after investigation by the manufacturing facility the product was updated from click tampons to sleek tampons. Brand name, contact office, 510k number, type of report: follow-up 1, follow-up type, result and conclusion codes. Additional narrative: review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a follow up to report after investigation by the manufacturing facility the product was updated from click tampons to sleek tampons.

Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The event occurred in (B)(6). Consumer stated the tampons fell apart and pieces were removed by doctor. She experienced abdominal pain and doctor prescribed amoxicillin for uti diagnosis.